Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection of the photo confirmed the complainant¿s experience of sheath tear. It was also noted some of the torn portions contained jagged edges. Based on the description of the event and the photo provided, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated during use. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Correction: updated the brand name in section d1.

Event description:
Procedure performed: formation of defunctioning loop colostomy. Description of event: "we had an incident last week whereby one of the xxs alexis retractors broke. Here is a brief description of event: "patient was in theatre for formation of defunctioning loop colostomy, alexis wound retractor xxs was requested by surgeon. Alexis was inserted into abdominal opening, while turning down external loop the connecting sheath split vertically between the rings." Additional information received from company rep. Via email on 05jun2024: the event date initially reported was incorrect and the incident occurred on 07-05-2024, I was notified on (B)(6) 2024. The lot number is 1502196. The device has been disposed of, but a picture of the device was taken. Additional information received from company rep. Via email on 13aug2024: alexis split when folding it down before planning to bring a loop of bowel out to form stoma. Reported incident to the appropriate persons, handed faulty/damaged item off the sterile field. No particulation was noticed. Intervention: unknown. Patient status: patient is well.

Event description:
Procedure performed: formation of defunctioning loop colostomy. Description of event: "we had an incident last week whereby one of the xxs alexis retractors broke. Here is a brief description of event: "patient was in theatre for formation of defunctioning loop colostomy, alexis wound retractor xxs was requested by surgeon . Alexis was inserted into abdominal opening, while turning down external loop the connecting sheath split vertically between the rings." Additional information received from company rep. Via email on 05jun24: - the event date initially reported was incorrect and the incident occurred on (B)(6) 2024, I was notified on 04-06-24. - the lot number is 1502196. - the device has been disposed of, but a picture of the device was taken. Intervention: unknown. Patient status: uknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.